Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is currently underway. The reported problem (battery fault) has been investigated. As received, the battery had a 0f04 fault in the MFR access code which is an indication that current was not flowing into the battery pack while it was connected to the charger. The battery would not charge the charger, and could not power up a monitor. A root cause analysis is currently underway at (B)(6). A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A zoll pt svc rep (psr) contacted zoll customer support to report that a battery in her inventory was not functional in both of her chargers. The psr was sent a replacement battery.